Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The electronic assembly was found with corrosion damage. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 562 mg/dl. The customer stated that the motor error alarm occurred during bolus. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.